Event description:
The clip applier would not clamp the clip. A second applier was used and also failed. A third clip applier was successfully used.the patient was discharged home. There was no additional patient harm.